Manufacturer narrative:
(B) (4).

Event description:
The pt was unresponsive following a refill. An overdose was suspected. The pt was going to the ICU and was vented. The pump programming was confirmed to be correct with the change in concentration and bridge bolus. The device system was used to deliver compounded baclofen. It was later reported that it did not appear to be an overdose and was not device related. The pt was somnolent and had pulmonary issues; the pt had a tracheostomy and was not ventilating well. The pt outcome was reported as "no injury".